Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that there was a communication issue between the blood glucose monitor and infusion device; therefore, the paired devices failed to sync. The caller alleged this caused the patient to experience elevated blood glucose levels. The patient experienced elevated blood glucose symptoms of vomiting and feeling queasy. The patient went to the hospital. At the hospital, the patient received a blood glucose result of 203 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with unknown insulin serum and antibiotics. The patient was hospitalized for 6 days. The infusion device was requested to be returned for product evaluation.